Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Weight estimated; patient weight given as (B)(6). There was no reported product deficiency. Due to the inherently serious and emergent use of the graftmaster device, the perforation itself and/or the failure to treat the perforation may have possibly resulted in a cascade of patient effects such as hemorrhage and additional treatment; however, the relationship to the device, if any, could not be determined. There is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that during a procedure to treat a free perforation of the left anterior descending artery (lad), the 3.0 x 12 mm graftmaster covered stent was deployed at 14 atmosphere (atm), however, the stent length was short and a second 3.0 x 26 mm stent was need to completely cover the lesion. The second stent was deployed using 14 atm. Additionally, a 3.0 x 16 mm graftmaster covered stent was used successfully at 14 atm for a perforation in the circumflex artery without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.